Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the device had reached normal end of life.

Event description:
It was reported that during the patients first follow-up since implant, the pulse generator was found to be operating in backup mode. The device was explanted and replaced on (B)(6) 2014.